Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The down arrow button on the insulin pump was unresponsive. The backlight did not work. She could not scroll down on the menus. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.